Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump experienced sensor signal loss while the dexcom g7 continuous glucose monitor (cgm) app continued to display glucose readings, and the user did not use any other devices or a receiver. No adverse clinical symptoms reported. Outcomes included no impact beyond temporary interruption of cgm data to the pump. User support included customer education and troubleshooting, including restarting the pump, toggling bluetooth, and re-entering the pairing code. Investigation of this case revealed a communication disruption between the ilet and the dexcom g7 sensor, with no failed sensor alerts and successful re-pairing steps performed, indicating a transient connectivity issue rather than sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was a temporary wireless communication interruption.